Event description:
It was stated that the customer passed away from a cardial infraction. It was stated that the customer experienced low blood glucose levels and the paramedics were called. The customer then suffered a heart attack, which the paramedics were unable to revive him from. The wife did not want to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.